Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a 6f sheath was placed beside the vessel in the tissue, no bleeding beside the vessel. An angiogram was then taken and the sheath was positioned correctly. The proglide was placed, the lever was lifted and the plunger was retracted; however, as the plunger was pressed no suture were attached. A second proglide was used; however, after all steps were performed, during knot advancement as tension was put on the rail suture the knot including a piece of tissue came out of the vessel. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number. (B)(4): no femoral angiogram was taken, per the instructions for use (IFU) warns under [warnings] 3: prior to use of this device, perform a femoral angiogram to verify that this devise is indication for the access site. [Closure failure may occur.].

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the device indicated that the suture knot was pulled out of the artery while being tightened to close the access site as reported. The probable cause for the reported event was determined to be related to the operational context in the use of the device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Reportedly, a femoral angiogram was not performed. The instructions for use states: perform a femoral angiogram prior to the procedure to verify the location of the puncture site. Based on the information reviewed, there is no indication of a product deficiency.